Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that a 2-3 cm black foreign material was adhered to the catheter was inconclusive due to the sample condition. One 7fr d/l hickman catheter and the contents from an open tray were returned for investigation. The components appeared to be unused. Two non-bas injection caps were returned with the samples. No loose or foreign material was observed. Based on the sample condition, the complaint was inconclusive. A review of the manufacturing records showed that this lot passed all inspections. A lot history review (lhr) of huay1745 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the placement procedure, the operator found that black foreign material of approximately 2 to 3 cm of length was adhered to the catheter before he used the catheter for the patient. He ceased using the kit and used another kit to complete the procedure.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huay1745 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the placement procedure, the operator found that black foreign material of approximately 2 to 3 cm of length was adhered to the catheter before he used the catheter for the patient. He ceased using the kit and used another kit to complete the procedure.